Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture. Device status unknown. This relates to the left side.

Event description:
Healthcare professional reports rupture. Device status unknown. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify a crease sharp opening on posterior and has non-penetrating nick around opening. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as to a fold flaw opening, and non-penetrating nick(stress marks).